Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in united kingdom.